Manufacturer narrative:
Insulin pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on bolus, esc, act, up and down. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had button error. Customer stated that they had a button error and they was able to clear it. Customer was advised to observe time clock for one minute to verify if time advances and it was advances. No harm requiring medical intervention was reported. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.